Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the abdomen between 24 and 36 hours, the site was red, irritated, swollen, painful, tender to the touch, infected and the blood glucose (bg) levels rose up to 20 mmol/l (360 mg/dl). The patient visited the doctor, where was diagnosed with cellulitis and prescribed pills (name unspecified) to be taken 2 pills three times a day.